Event description:
A malfunction alarm was reported with the pump, and there were no notable events before the malfunction. There was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. The customer reverted to an alternate form of insulin delivery, manual daily injections (mdi), as a backup therapy.